Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks. Myopotential noise/oversensing was reproduced with isometrics in all sensing vectors. Tachycardia therapy was programmed off until the revision procedure in the future. It was noted that the patient had significant weight gain. Technical services (ts) discussed troubleshooting and programming options to consider. No additional adverse patient effects were reported. The device system remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks. Myopotential noise/oversensing was reproduced with isometrics in all sensing vectors. Tachycardia therapy was programmed off until the revision procedure in the future. It was noted that the patient had significant weight gain. Technical services (ts) discussed troubleshooting and programming options to consider. No additional adverse patient effects were reported. The device system remains in service. Additional information was received which reported that this s-ICD system was explanted and replaced due to these issues. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. Additional information was received which reported that this s-ICD system was explanted and replaced due to these issues. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise, oversensing, and inappropriate shocks. Myopotential noise/oversensing was reproduced with isometrics in all sensing vectors. Tachycardia therapy was programmed off until the revision procedure in the future. It was noted that the patient had significant weight gain. Technical services (ts) discussed troubleshooting and programming options to consider. No additional adverse patient effects were reported. The device system remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.